Event description:
The customer reported noticing fluid on the top of the reagent cartridges when they were removed from the unicel dxc 600 synchron system. While troubleshooting with a beckman coulter cts (customer technical support), the customer also discovered fluid on the black drip tray under reagent probe b, and loose fitting on top of reagent probe b. The leak was contained within the instrument and the customer tightened the fitting but the leak was not resolved. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the collar wash valve was failing intermittently. The fse replaced the valve to resolve the leak. Failure mode is attributed to the collar wash valve. (B)(4).